Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, the pump was reset to resolve the issue. Reportedly, customer resumed pump therapy.